Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings:a review of the pump¿s black box history showed that power reboots were recorded on 09/12/2014, 09/13/2014, and 09/18/2014. Visual inspection revealed that the battery compartment was cracked in the thread area. The returned battery cap was not able to be fully secured to the pump. The battery cap threads were found to be damaged. The returned battery cap was used to complete testing. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. During testing, the pump was exercised for 24 hours with power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of additional moisture was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.